Event description:
The pt was implanted with a saline prosthesis on 9/20/96, subsequently it was noted that the pt had developed pain and an infection in her left breast and the prosthesis was removed on 1/17/97. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (mentor effective date, february 10, 1992). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events pr21cfr803.